Event description:
Caller reported a power source alert and confirmed usage of both the tandem charging cable and wall adapter, but the pump failed to charge. There was no reported adverse impact to customer's blood glucose level. Attempts with different adapters and cables did not resolve the issue, leading technical support to replace the pump. Caller was informed how to store and return the pump, and a replacement was arranged under warranty with the customer switching to multiple daily injections for insulin delivery in the interim.